Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2014 and suture was used. It was noted that several small pinholes were noted in the outer packaging. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: an unopened sample was returned for evaluation. The device was visually evaluated. Upon evaluation, the device had pin holes in overwrap. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.